Event description:
It was reported that the patient presented in-clinic and upon interrogation, a software reset was detected. The patient recently underwent a combination of radiation treatment and knee surgery. The device was restored in normal setting by downloading device code and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.